Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2007, patient underwent fusion surgery at c2-c3. During the surgery, rhbmp-2/acs was implanted in the patient. Reportedly, post-op, patient¿s pain has not been resolved and patient has lost flexibility. Patient has an increased fear of cancer. Before surgery patient had a 10-15-word vocabulary, now she speaks about only five words.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.